Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent, undefined alarms occurred, resulting in the customer experiencing intermittent elevated blood glucose (bg) levels. Additional information was not provided. The customer declined further follow up from tandem technical support.